Manufacturer narrative:
Device code 2284 relates to component code 515. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a treatment procedure, partial deployment of a stent occurred. This 7.0x40x75cm express ld biliary stent was selected for an iliac stenting procedure and during the unpacking of the express ld, the stent appeared to be partially deployed on the balloon catheter. The procedure was continued with a different device. No patient complications were reported.